Event description:
Incorrect placement of a mdi hybrid implant led to loss of the device. Contributing factors in this situation include confusion of correct placement technique for a 2.9 mm implant versus a 1.8 mm implant which may have led to use of an improper drilling sequence and bone described by the dental professional as "hard" that required ratcheting of the product at a shallower depth than normal. A radiograph taken by the dental professional after placement showed that the device was not correctly seated. The implant was immediately fitted with an out-of-occlusion temporary crown and upon return of the pt for follow-up two weeks later, the implant had failed to osseointegrate. The affected implant was returned to 3m imtec and engineering analysis conducted on 8/20/2009, showed that it had not been manufactured to specification. This particular implant was missing a shoulder groove and collar and instead, had threading in place of the groove and collar, resulting in an implant that was approx 2 mm too short. If the implant had been placed to the correct thread depth, it would have resulted in a shorter than normal abutment and would have likely made placement of a crown or other prosthesis difficult.

Manufacturer narrative:
This tapered-version of the mdi hybrid was introduced in 2008. In that time frame, (B)(4) and only 2 complaints have been received, suggesting a favorable clinical history. Evidence available to-date further suggests that this mfg defect is an isolated incident.